Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a healthcare provider the patient developed a rash and eczema under the pod after each application. A contact allergy examination was performed and the patient reacted positively when tested against the adhesive glue. The doctor confirmed the patient had contact dermatitis and developed an allergic reaction to the pod adhesive. The pod was discarded and no treatment or prescription was required.